Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion. It was reported the mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). The heart was angled, and it was challenging to get a proper overview, including the atrium. One clip was implanted without issue, reducing mr to <1. After the devices were removed, pericardial fluid and a minor tamponade were visible; 250cc of fluid was drained. Per the physician, the mitraclip delivery system (cds) probably caused the effusion and tamponade when it was up against the atrium wall. The patient is fine, in very good shape. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported pericardial effusion resulting in cardiac tamponade appears to be related to patient conditions and procedural circumstances. Additionally, the image resolution poor also appears to be related to patient and procedural conditions. Pericardial effusion and cardiac tamponade are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.